Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller (rac). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the staff encountered repeated error #25513 on startup, specifically related to the master tool manipulator left (mtml). Tse recommended powering off the system and disconnecting surgeon side console (ssc) #1. After disconnecting ssc1, the system powered up normally, allowing the staff to proceed with the procedure using a single ssc. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event. (Only patient demographics were shared)

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the remote arm controller (rac) for failure analysis investigation. The unit was analyzed, and the reported error was confirmed and replicated. In the system logs, it was captured the same error, verifying that the fault occurred in the field. A visual inspection revealed no physical damage or abnormalities related to the reported issue. The unit was tested on a golden system, where the error reappeared after completing the program and startup cycle, further indicating a fault with the rac. Failure analysis concluded that the rac is potentially the source of the faults.